Event description:
It was reported the device was found to leak. The issue was identified during testing with no patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover. The customer stated problem was duplicated. The device leaked confirming the customer complaint. Replaced the tank cover. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.